Event description:
The nurse stated that when being used on the patient, the laser fiber broke. It appears that the fiber broke off about 1/3 of the length towards the proximal end. There were no pieces or fragments identified that could have been retained. Another fiber was opened and the procedure was completed. No harm.